Manufacturer narrative:
H2: the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images were not provided.

Manufacturer narrative:
Section d10: concomitant products: cemented finned tib. Tra sz 2f/1t (cat#: 200-04-21 / serial#: (B)(6). (11-2716) hall pwr pro vrspwr+ 90x13/21x1.19mm (cat#: 203-90-21 / serial#: (B)(6). Optetrak asy,cr cemented femoral, sz 2 (cat#: 230-03-02 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, after about six years later from a primary surgery, the 80 y/o male patient who had total knee arthroplasty using cr slope + tibial inserts complained knee swelling and pain, the surgeon diagnosed the wear of the tibial inserts, then revision surgery for the replacement of the tibial inserts for both side were performed. Surgeon decided that all exactech¿s component was removed and competitor¿s revision device was implanted for both side. Polyethylene particles and proliferative (growth) tissues on the surgical field were resected by the surgeon appropriately. There was no surgical delay / prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images. The device is not available for evaluation. No other patient information / medical history reported.

Manufacturer narrative:
After review of information received and the completion of investigation. (H3): the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images were not provided.